Event description:
Cracked hub.

Manufacturer narrative:
The report rec'd from our affiliate indicated that a percutaneous transluminal angioplasty (pta) procedure of the lower limb was done. Direct stenting was attempted but the stent did not dilate. There is no info regarding the configuration of the lesion. The prod was examined outside the body and a cracked hub was found. Another unk prod was used to complete the procedure. There was no pt injury. There is no further info available. Clinical impression: there is not enough info available to make an assessment of pt or procedural factors that may have contributed to the reported event. This prod will not be returned for eval and testing. The following info was rec'd from the prod analysis dept. Review of the mfg route sheets revealed no anomalies that can be associated with the reported complaint. No other complaints have been reported for this lot # to date. No prod was returned therefore the exact cause for the reported issue could not be determined. Route sheet review did not reveal anomalies related to the hub crack. At production all hubs are checked for crack and leakage during leak testing. There is no indication the hub crack is mfg related. Therefore, no corrective action will be taken.